Event description:
It was reported to vyaire medical that white fluffy particles were found only in one bottle of sodium chloride solution 0.45% 500ml and the customer wants to know the identity of the particles in order to make sure they are truly inorganic. (Vs. Micro-organism). It seems the customer discovered the floaters while in use of this saline. She then sub-cultured (negative growth) a sample and kept using till the end. The customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H3: 81 other:the customer did not send the physical sample. DHR review assures that all the defectives were correctly segregated and all the product delivered fulfills quality requirements and product's general specifications. Additionally, results of functional tests performed as part of the process control were within specification; including integrity and compressibility tests. Endotoxins and sterility test met specifications as well. H3 : device was not returned.